Event description:
The customer reported a delay in delivering pacing. No adverse pt impact was reported.

Manufacturer narrative:
Testing done by the hospital biomed, and the fse did not identify any problems. It was noted that the loss of ECG waveform could be duplicated when the cables were not fully engaged. This would be expected. Note that the absence of leads ECG does not prevent the delivery of therapy. The IFU states that if leads ECG is unavailable or unreliable, the user should switch to fixed mode pacing. We are considering this issue the result of a user error regarding ECG acquisition and no malfunction of the device.